Event description:
The customer reported via phone call that the insulin pump made an unusually loud noise when vibrating. The customer did not know the blood glucose reading. The customer did not observe any significant events leading up to the vibrate anomaly. Customer stated that a new battery was recently installed. Upon troubleshooting, the insulin pump did vibrate during the vibrate test of the self test, but the customer stated that it was very low. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump vibrated properly during self test and no vibrator anomaly noted. The insulin pump passed displacement test. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked reservoir tube window.